Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, heavily tortuous, distal marginal artery the 3.0 x 15 mm multi-link vision stent delivery system (sds) was advanced but could not cross the lesion; it was noted the shaft was fractured during the attempt to advance and the device was removed from the anatomy without reported issue. A different 2.75 x 8 mm multi-link vision sds was advanced but also failed to cross the lesion; the shaft became bent during the attempt and was removed without reported issue. The procedure was discontinued without percutaneous coronary intervention (pti). There was no reported adverse patient effect. Although there was a reported procedure delay there was no reported clinically significant delay due to the device; the patient will be treated using medication. No additional information was provided.